Manufacturer narrative:
The date indicated is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Single-use; device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test via social media. The date of event and testing details were not provided. Additional testing using an unknown method generated a positive result. Although requested, no additional information, including patient treatment and outcome, was provided.